Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional info is available at this time. If additional info is received it will be reported on a supplemental report.

Event description:
It was reported through a legal rep that allegedly, the pt underwent bilateral simultaneous total knee replacements. It is alleged that, following the revision right knee arthroplasty, it was discovered that the scorpio implant in her left knee was also loose. It is further alleged that, on or about (B)(6) 2012, she underwent a revision left knee arthroplasty of the entire femoral and tibial component. Operative findings revealed a grossly loose tibial component that had debonded from the cement.